Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. The insulin pump was received with bleeding display, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was a blue type ink on the top left hand corner of the insulin pump. The customer's blood glucose was 5.3 mmol/l at the time of incident. The customer stated that the insulin pump was not dropped. The customer stated that there was fluid under the lcd screen. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.